Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a limited or imprecise motion issue with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The returned product did not exhibit the event described in the complaint. The monopolar curved scissors (mcs) instrument was returned and unable to be tested due to the physical damage condition in which form was returned from customer. Additional observation not reported by the site includes that the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. As result of dislodged proximal clevis, the tube extension has cracked at the orange section of the component. There were qty 1 crack observed, and the crack measured 6.50 mm in length. There were no missing pieces. Thermal damage was not observed. The complaint was not confirmed by failure analysis. The probable root cause of the customer-reported event could not be definitively established as the returned product did not exhibit the event described in the complaint and was unable to be tested due to the physical damaged condition in which it was retuned in.

Event description:
Refer to h11 for follow-up information.